Manufacturer narrative:
No code available for helix ¿popping out¿. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during system implant, the right atrial lead exhibited a helix anomaly. The lead helix was popping out and helix deployment was not smooth. The lead was not used and a competitor lead was successfully implanted. Patient was stable before, during and after the implant procedure.